Event description:
End user reported he has mild redness with some burning to the skin under his mass, which he has had for years. He uses a prescription of lotrisone cream chronically. He was unsure when he received his last prescription.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015. (B)(6).